Event description:
The c6623 cusa excel 23khz cem nosecone button did not stop activating when the user released the button. The failure was reproduced and confirmed by the distributor when it was tested. There was no patient injury and the device was replaced with a new one from the stock. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 11/23/2016: failure analysis requires functional tests but the product will not be returned for evaluation. The reporting facility (B)(4) informed that the failure was reproduced and confirmed at the distribution center (B)(4). Device history record (DHR) of manufacturing lot 1151158 of cusa 23khz cem nosecone was reviewed. The manufacturing date is 03-25-15 and fg lot 1151158 expiration date is 2018-04. According to the DHR review, no anomalies were reported during the packaging process of this lot that could be related to the condition ¿the button did not stop activating when the user released the button¿. No patient harm was reported as part of this event. No other complaints have been reported for fg lot 1151158 regarding the reported condition (the button did not stop activating when the user released the button). After reviewing the integra lifesciences pr facility complaint system since october 2014 to october 2016, ten (10) complaints (including the one being investigated) have been reported related to the reported condition in cusa nosecone family at integra lifesciences pr facility. Conclusion: the condition described as ¿the button did not stop activating when the user released the button¿ could not be confirmed at this time since no assignable causes and/or anomalies related to this condition were identified based on the DHR review of fg lot 1151158. Therefore, it is not possible to determine a root cause for the reported condition at this moment.